Event description:
Customer reported a past low blood glucose event with the lowest level being 48 mg/dl. Cause was not known. Customer consumed glucose tablets as a corrective action. Technical support recommended that the customer consult with their healthcare provider to discuss potential factors affecting their blood glucose levels, and the customer acknowledged and understood this advice.